Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for peritonitis. Treatment for the peritonitis included intravenous injections of vancomycin (1 gm, every 5th day) and piptaz (4.5 gm, twice a day). Dianeal therapy was ongoing. At the time of this report, the vancomycin and piptaz treatment were ongoing and it was unknown if the patient recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis (previously, the outcome was unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.